Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown.. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that while driving down the ramp from her front porch her m41 power chair allegedly tipped over. Consumer sustained bruising but no medical intervention was sought. The power chair sustained a ripped seat and the oxygen bag attached to the chair ripped. Additional information was obtained regarding the incident, the wheels allegedly shifted on the power chair while traversing down the ramp causing the chair to tip over. The consumer allegedly got caught up in the rails. Invacare has been advised that the consumer has since passed away but was not related to the power chair incident on (B)(6) 2012.

Event description:
The consumer called stating that while driving down the ramp from her porch the m41 power chair allegedly tipped over. The consumer alleges that the wheel is now very wobbly and the seat ripped. Additional information indicates that the wheels allegedly shifted while the consumer was going down the ramp.